Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report was received from the USA stating that the device was "overheating while spinning". It is known that the device was being used during surgery. It is known that there was no user or pt injury. No add'l info available.